Event description:
New information received indicated that the device was reprogrammed. Patient remained asymptomatic.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that undersensing was observed on the device. Patient will be called in clinic for device reprogramming. No adverse events or symptoms were reported by the patient.